Event description:
The customer's parent called and reported the insulin pump alarmed with an error during a self test. Furthermore, the meter was not communicating with the insulin pump. Troubleshooting was performed. An bolus was programmed into the air. The amount was recorded in the bolus history. Customer's blood glucose was not known. It was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an error alarm during the self test due to a faulty component on the remote frequency board. The pump was unable to communicate with the blood glucose meter due to the error alarm. No other unexpected error alarm noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.